Event description:
It was reported that a pump displayed repeated altitude alarms, specifically alarm 21a, when attempting to administer a bolus. There was no reported impact on the customer¿s blood glucose level. The pump was operating, charging, and recognized by the computer, but the altitude alarm persisted when loading a cartridge. Additional testing with different cartridges resulted in the same issue, and the pump was scheduled to be returned for further inspection, with a replacement pump having been provided.